Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed recharge antenna failure with batteries low replace controller batteries soon message and white arrow rubbed off connector, this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for 'I don't know, the past week and a half to two weeks,' then stated 'about two weeks today,' they have been unable to charge their implanted neurostimulator (ins). Patient stated they have tried everything over the last week and half to make it go, but they have been seeing a screen on the controller that shows 'no connection' or 'no connectivity' or something like that when the recharger is plugged into the controller. Patient mentioned trying to take the battery pack out and put it back in when having issues but this did not resolve the issue. Patient stated after the 3rd day of having issues, they 'gave up.' Patient stated they spoke with their healthcare provider who told them to call medtronic because their controller is a 'dinosaur charger and it might be the charger (controller that's causing the issue) because I got it a long time ago and he said it might be old. Patient mentioned they have narcolepsy and were asked how they are so still when they sleep. Patient stated they have been sleeping sitting up while charging the implant since they had back surgery and were implanted in 2010. Patient stated after their back surgery and ins implant in 2010, they were in a plastic back brace for 12 weeks, and ever since then, they've slept sitting up. Patient stated they have the recharger up against a pillow so 'I have it firm against my back. It's not sweaty hot, but it's a little firm' (when their recharger against their back). Patient stated 'if I lay on it (the recharger), it gets really hot. If usually it will beep at me, take it off, set it aside.' Patient services (pss) reviewed recharging considerations and emailed repair to replace the recharger. While on call, patient stated they 'haven't had a belt for 8-9 years.' Patient stated 'I have a belly so it (the belt) will slip on the belly. I said the belt slips and the paddle slips off my back to the medtronic reps, so they said to do it (charge ins) without the belt, so I've been doing that ever since,' then stated 'since I've had it (the implant).' When agent asked medtronic reps name, patient stated 'the guy that helped me doesn't work for mdt anymore - but this was in (B)(6) - I think (B)(6) was the girls' name, but I don't know the other gentleman's name.' When agent inquired notify date, patient stated 'I don't know, 8-9 years ago.' Patient then stated, 'I just have the neoprene that it goes in on the belt - I don't have the belt part,' and when agent reviewed belt, patient stated the belt must've became broken in the time period they stopped using it '8-9 years ago.' A replacement belt was sent out. While on call, patient services (pss) had patient take out battery pack to obtain controller serial number and to inspect controller battery compartment. When agent asked about battery compartment damage, patient confirmed no battery corrosion. But then patient noticed 2 of the 4 battery compartment pins were bent and out of place in comparison to the others. Patient then described the 4 battery compartment pins as 'the first one is moving/snaps back and forth, 2 is fine, 3 is pointed a little bit down about a fingernail width and pointed to the side, and 4th is the same way (pointed a little bit down about a fingernail width).' Patient did not notice this before agent asked on call. Patient inspected the controller the battery pack, but did not see any damage. Patient mentioned the ac power supply cord fits well into the cont roller, so they do not think the ac power supply is the issue. Patient stated the controller charges well from the ac power supply, but due to the damaged/bent battery compartment pins, agent agreed to replace controller. The issue was not resolved. A replacement controller was sent out. Patient called back for assistance with controller set up. Agent had patient take the battery pack from the original controller and insert it into the replacement controller. Agent walked patient through set up prompts. Patient went to connect the recharger and stated they were going to use their original recharger because they think the controller was the issue all along (see rtg0697764). Patient saw no device found. Patient then stated their doctor's office was calling them and they'd need to call back. Patient called back and verified that she is connected and charging the ins with excellent quality. Patient stated the controller is 80% and the ins is in the red. See pe # 706614966 - ' while on call, patient stated they don't think the recharger is the issue because they were sent a new one 'a month or two ago,' then confirmed they had their recharger replaced earlier this year due to their puppy chewing it, as documented in a service case from (B)(6) 2024.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.